Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had some cracks in it and the device alerted it had no power. Customer reported the damage to the device where the motor is. Customer stated zumba might have caused some of the damage on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched lcd window, cracked case on display window corners, cracked reservoir tube and lip. All the operating currents were within specification. No unexpected low battery or off no power alarms noted. The device functioned properly.